Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer indicated that she did have an extremely high blood sugar due to pod malfunctioning which required her to be transported to the hospital via ambulance. She did not provide any further information regarding the hospitalization or her treatment.